Event description:
Pt (patient) reports that the new freedom60 pump (serial number and maintenance due date not specified) just received is broken. Pt stated that when she uses the wind-up knob to move the black tab to the backend of its track the spring underneath/inside the pump broke and flew out. Pt stated black tab now unable to move, and the pump is unusable. Patient stated she can also hear audible rattling inside the pump from the broken spring, which pharmacist also heard on when speaking to the pt. Pt did not specify when this occurred. Pt stated no missed dose of medication, shies currently completing an infusion via a slow manual subcutaneous push instead of the pump. Pt stated no adverse event due to pump issue or not being able to use pump, pt self-disposing of pump and it will not be returned to pharmacy. Pharmacy replacing pump associated with event. No further information. Reported to (B)(6) by: patient/caregiver.